Manufacturer narrative:
A1, h6: additional information; no patient involvement with this incident.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy plus pump was returned for analysis due to error 1260. The event history log was unable to be downloaded. The device was powered up and alarmed error 1260 which is a corruption of the memory of the circuit board. It was recommended to replace the circuit board.

Event description:
Information received indicating that a smiths medical cadd legacy plus pump gave error 1260. No adverse effects reported.